Event description:
User received discrepant csf total protein results for one pt sample. Initial result gave 120.2 mg per dl and was reported. This result was accompanied by a data flag alerting the user the sample concentration is too high. The sample was auto repeated by the analyzer giving 649.3 mg per dl; accompanied by a data flag alerting the user the result was over the technical limit of the assay. The sample was then repeated on another cobas c501 at customer site giving 124.5 mg per dl; accompanied by a data flag alerting the user the sample concentration was high. The sample was auto repeated giving 665.2 mg per dl; accompanied by a data flag alerting the user the result was over the technical limit of the assay. The sample was additionally repeated on an integra analyzer with dilution giving 636.0 mg per dl. User issued a corrected report and called the corrected result of 636.0 mg per dl to the doctor. User stated "the pt was not treated based on the initial result."

Manufacturer narrative:
The investigation is ongoing. If add'l info is received, appropriate notification will be provided.